Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3487a-33, lot# j0333764v, implanted: (B)(6) 2003, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: pnma01411a004, serial# unknown, product type: recharger. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that the device had a broken connector pin. (B)(4).

Event description:
The patient reported that she was not feeling stimulation today. The patient checked her implantable neurostimulator (ins) with the patient programmer, and the patient programmer showed the "low ins battery" screen. It was determined that the loss of therapy was due to low ins battery. The patient did not have the ability to change stimulation. The reported symptom of "no stimulation" was considered a "sudden" change in therapy / symptoms. The patient also reported that the recharger equipment was not working; the implantable neurostimulator recharger (insr) was not charging, the recharger belt broke, and there was a loose connector pin on the desktop charger (dtc). Follow up information received from the patient reported that she had received a replacement dtc on (B)(6) 2015 and tried using it, but the insr screen was still blank. There was no patient harm reported. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, the file will be updated. Indication for use included spinal pain. The patient's indications for use included lumbar radiculopathy. On (B)(6) 2015 patltr (con): additional information received from the patient reported the pain stimulator was not working and charging was the next step but didn't work at all. The recharger had to be replaced because the metal piece on the charger was loose causing it not to work at all. The recharger resolved the last of stimulation. On (B)(6) 2015 patltr1 (con): the consumer reported that they had put on their belt to charge up their stimulator and it didn't work. It was reported that the cords, belt, and charger were replaced because their charger wouldn't work at all. The patient reported that the replacement of the recharger did resolve the lack of stimulation. The patient could charge up their stimulator and get stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.